Event description:
(B)(4). Event occurred in the united states. The patient reported that she experienced high blood glucose level due to bent cannula and she took boluses through the pump to resolve the issue. On (B)(6) 2019, the patient went to the emergency room with blood glucose level at 700 mg/dl, where the patient received unspecified medication via intravenous route and had some blood tests. After spending 45 minutes in the emergency room, the patient was admitted to the intensive care unit where she received insulin via intravenous route, which resolved the issue. The infusion set had been in use for one day. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.